Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was surgically repositioned on (B)(6) due to discomfort in the ins area. The patient resolved without sequelae on (B)(6).

Event description:
Additional information received reported the adverse event was updated to discomfort in right implantable neurostimulator (ins) and the device event was updated to migration of right ins.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right implantable neurostimulator (ins) was mobile and rubbed against the right clavicle. It was noted that there was right ins movement. Diagnostic methods included examination and palpation. Etiology was unlikely related to the device or therapy and possibly related to the implant procedure. Symptoms included irritation to the right collar bone. The severity was mild. The outcome was ongoing.

Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# v068429, product type" lead. Product ID: 748240, serial# (B)(4), product type: extension.

Event description:
Additional information received reported that the patient was scheduled to have surgery to correct ins movement on (B)(6) 2014.

Manufacturer narrative:
Product ID 3387s-40, lot# v068429; product type lead product ID 748240, serial# (B)(4); product type extension. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported during device surgical repositioning that occurred (B)(6) 2013, the neurostimulator was moved to a more inferior location from where it was, which was a more comfortable position for the patient. The etiology was updated to possibly related to the device or therapy and possibly related to the implant procedure.